Event description:
Dr. Reported that an implant was loose in site. Dr. Elected to remove the implant. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. We were unable to review the lot history of the subject product and it was found to be acceptable per release criteria. The products lot number not available at the time of the original report.